Manufacturer narrative:
(B)(4). Results: vessel occlusion, inaccurate stent graft delivery. Conclusion: vessel occlusion, inaccurate stent graft delivery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that nine days after the index procedure, the contralateral limb had clotted off. The physician attempted to perform a thrombectomy and pulled out some clot however; was unable to restore flow distally on the left side to perfuse the left leg. A right to left fem-fem bypass was performed which successfully restored blood flow to the left leg. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received stating the vessel morphology was adequate for the endovascular procedure. The physician covered the left hypogastric, which likely was the result of poor flow down the left side.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); unknown cause of event.